Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: "the complaint of a leak is confirmed and appears to be related to the handling of the device. One 4 fr groshong catheter was returned with the stylet flushing hub assembly within the catheter. A kink in the catheter and stylet was present at the 35 cm depth marker. Evidence of use was present within the device. The sample was flushed with water using a 12 ml syringe and a leak was observed at the 43 cm depth marker. Microscopic observation revealed an angled split at the 43 cm depth marker. An angled indentation corresponding with the split location was observed and extended further than the split. Another indentation was present on the opposite end of the catheter. Since additional damage was observed on the outer surface of the catheter and the indentations were on opposite ends of the catheter, it is likely that gripping instruments may contributed to the reported complaint of a leak. The product instructions for use (IFU) states, ¿to avert device damage and/or patient injury during placement. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rebx1198 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole at the 43cm scale of the catheter, causing fluid leakage during catheter pre-flushing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx1198 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole at the 43 cm scale of the catheter, causing fluid leakage during catheter pre-flushing.